Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. H6 - results - 3252 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample. H6 - conclusion - 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon functional testing of the returned sample. One 8fr angio-seal evolution device was received for product evaluation. The carrier tube assembly (evolution device) was returned along with a partially opened aluminum foil pouch. The partially opened poly-foil pouch was opened completely to reveal the returned device. Visual inspection revealed that the carrier tube and bypass tube were found within the pouch. The anchor of the carrier tube assembly was fully exposed. The bypass tube was present on the carrier tube at the manufacturing slit. It was dislodged and not detached. The deployment sleeve was found to be in the forward lock position. No other visual anomalies were noted. Functional testing was performed, and the bypass tube was moved over the anchor manually to set to on its manufacturing position. There was no issue noted during insertion over the anchor as can be seen in the attached pictures. Dimensional testing was performed, and the inner diameter of the bypass tube at the distal end was measured and found to be 0.109" which was within the specification of 0.109" +0.002/-0.003. The outer diameter of the bypass tube head at the proximal end was measured and found to be 0.315" which was within the specification of 0.316" +0.005/-0.005. All measurements were within the manufacturer specifications. IFU states: "under sterile technique, remove the angio-seal device contents from the foil package, taking care to pull foil apart completely before removing the angio-seal device." Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the due to the incomplete opening of the aluminum pouch, the carrier tube was forcefully pulled; not completely opening the pouch may result in displacement of the bypass tube. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been received for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device footplate was deployed upon opening the device. It was a left heart catheterization (lhc) was procedure. They completed the procedure successfully with anew angio-seal device. The patient was in stable condition. Additional information was received 06dec2019. The reported device never touched the patient.